Manufacturer narrative:
Reliability analysis inspected two opened/used partial sensors and no missing parts were found during analysis. Unable to confirm the needle complaint due to the product being returned without the needles. Also found both sensors with the cannulas bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a bent needle and a bent cannula. The customer's blood glucose was unknown at the time of incident. The customer stated that the needle hub broke off during insert. The sensor will be replaced and will be returned for analysis.